Event description:
It was reported that the patient was experiencing phrenic nerve/diaphragmatic stimulation due to the left ventricular (lv) lead. The lead was capped and replaced. During the replacement procedure, the guidewire would not move through the lv lead lumen and the physician stated "it felt like it was full of gravel." The lead could not be placed even though three different guidewires were attempted. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6948 implantable tachy lead (B)(6) 2007; 4076 implantable pacing lead (B)(6) 2007. (B)(4).